Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were trying to get the stimulator out of their back because it was burning them up. Patient said they had a massage vibrator on their back one time probably a couple months ago and they thought the massage device disrupted the stimulator in some kind of way, because ever since they used the massage device, their back had been on fire where the implant was. Patient said the sensation hasn't gone away. Patient then said they wanted the implant out anyways because the implant wasn't working and didn't help them. Patient said since it was put in, the implant didn't ever do much and they still had excruciating pain. Patient did not remember who the implanting doctor was. Agent reviewed implanting doctor on file's info and patient said that sounded familiar and would try calling them. Patient requested physician listings as well just in case. Agent mailed listings to patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.